Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil broke after several attempts to deploy it into the aneurysm and the physician was able to push it into the aneurysm. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).